Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated they had high blood glucose with blood glucose level of 300 mg/dl. No further complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.